Manufacturer narrative:
(B)(4). The sample was returned for evaluation, however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
This is a situation where an I pump was returned to baxter technical services and it was reported that the unit alarms "bag empty", but the bag still has 45 ml in it. There was no patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "the unit alarms "bag empty", but the bag still has 45ml in it" was not confirmed nor duplicated. The root cause was not identified and there were no repairs made to fix the problem. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.